Manufacturer narrative:
A zoll medical (B)(4) rep evaluated the device onsite and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The customer declined repair of the device and was labeled "not for clinical use". No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device inappropriately shut down and restarted/rebooted power. Complainant indicated that there was no patient involvement in the reported malfunction.